Manufacturer narrative:
The customer confirmed there was no foam, clots, or fibrin observed in the patient's sample. The investigation determined the customer's calibration and qc results were within the acceptable ranges. A general reagent issue could be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation results for one patient tested on a cobas 8000 c 702 module. Prior to patient testing, the customer reported the qc was within the acceptable range. The patient's initial ast result was not reported outside the laboratory. The customer performed repeat testing on a different c 702 module. At 11:53, the patient's initial ast result was 358.0 u/l. At 15:55, the patient's repeat ast result was 16.3 u/l. The customer reported the repeat result outside the laboratory. The ast reagent lot number was 61508401 with an expiration date of 30-jun-2023.

Manufacturer narrative:
The field service engineer checked system washes and replaced a sample probe. The daily qc was performed with acceptable results. After service, no further issues were reported. The investigation determined the service actions resolved the issue.